Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. It was reported that the patient was using an expired sensor. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the sensor is the piece that comes in a sterile, sealed sensor pouch. The sensor is made up of an applicator, a sensor pod, and a sensor wire. You remove the applicator after insertion. The sensor pod stays on your belly for the entire sensor session, up to 7 days.